Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery jumped from 25% to 100%. During a follow up, the customer reported the pump battery then depleted 50% within one day. The customer's blood glucose level was 241 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.